Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2020 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 195 mg/dl before the high incident. The customer used the pen and the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated the pump fell and took the infusion set out of the site, which was on their leg. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.